Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 073 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 10/04/2016. The device has been returned and evaluated by product analysis on 09/06/2016 with the following findings. Call service 078 alarm was observed in the black box and the alarm history and was duplicated during testing. Unrelated to the original complaint, the battery compartment and the pump casing were noted to be cracked. A leak test was performed and failed due to a cracked pump case. Moisture was found inside all internal pump components. Due to moisture damage, the vibration function and the motor were not functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.